Event description:
An ophthalmologist reported via afssaps that he noticed an abscess on the cornea (os) of a pt who had included complete in their lens care regimen. Pt was admitted where a bacteriological evaluation of the pt's acuvue advance lenses showed the presence of pyocianin. Consequence of the incident listed as "blindness of the left eye/loss of visual function." The afssaps has requested the complaint unit from the pt, and will perform microbiological evaluation of the solution. The afssaps also requested that the manufacturer submit three units from the reported lot to them for analysis; results of all testing will be forwarded to manufacturer. Batch record review showed no issues relating to the investigation. Control records were checked and all results of batch release testing were within specification. There are no other complaints against this lot.